Event description:
It was reported that during da vinci-assisted radical cystectomy surgical procedure, site contacted technical support engineer (tse) to report the surgeon console was not working good, problem was noted with grip and controlling universal surgical manipulator (usm) 1. Site switched to other console to finish procedure. No related errors were noted in log. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported problem was springs in grips were no longer giving resistance on grips. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where the grips lever springs were found to be losing it resistance during grips calibration. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the grips levers and springs were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.